Manufacturer narrative:
The subject device was received and evaluated . The returned device was inspected. The complaint was not confirmed. The device was not returned in the original packaging. The model and lot were verified based on the paperwork provided. A visual examination of the device was conducted, and no visual indication of usage was found. However, the device was not returned in its original packaging, making it impossible to determine whether the sterile packaging had indeed been compromised. Therefore, the reported complaint could not be evaluated or confirmed due to the lack of information caused by the device being taken out of its original sterile packaging. Packaging level device history record s (dhrs) for this product have been reviewed. The review provided no indication that manufacturing procedures contributed to the reported event. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the sterile packaging of item number 3006 was found opened during preparation of the procedure. The device was never use on the patient. The device was replaced and the intended an unspecified procedure was completed using a similar device. There was no patient involvement on this reported event. No harm was reported.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Communication with the customer, the following information obtained: original packaging was damaged. The condition of the patient was not impacted by the failure. The name of the procedure and whether it was therapeutic or diagnostic was unable to be provided. The procedure was able to be completed with a different product. The product used to complete the procedure was not an olympus product. The procedure was not prolonged. The procedure did not need to be cancelled or postponed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): "before surgery_1) carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged." Olympus will continue to monitor field performance for this device.